Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Was there any precipitating stress factor for the wound dehiscence? What date did the patient present with dehiscence (# of post-op days)? Date of the second procedure? What was the appearance of the suture during the second procedure? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement or during any re-operation? Other relevant patient history/concomitant medications: if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown urology surgery on unknown date and the suture was used. After the surgery, the patient return with a completely exposed surgical wound, which implies a suture dehiscence in the scrotum. The surgical wound was re-opened, for which the patient had to be re-operated. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2020. Additional h6 component code: g07002 - device not returned. A manufacturing record evaluation was performed for the finished device lot number al6951, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.